Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached depression; the full lead was returned for analysis. The distal conductor was distorted and blood/body fluid were observed (not obstructed). The outer insulation had cosmetic environmental stress cracks and depressions and a white substance was observed.

Event description:
It was reported that the lead had high pacing threshold and the impedance had increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.